Manufacturer narrative:
(B)(4). The local sales representative was contacted for additional information. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that tachy therapy was programmed off on this cardiac resynchronization therapy defibrillator (crt-d). Subsequently, the device was explanted after several days. There was no further information received on this event. No additional adverse patient effects were reported.